Manufacturer narrative:
For the reported malfunction, the return of the device is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 5f051003cs vascular stent allegedly experienced detachment. This information was received from one source. One patient was involved with no reported patient injury. The female patient is (B)(6) and weighs (B)(6).

Manufacturer narrative:
H10: the lot number was provided for this malfunction; therefore, a lot history review was performed. The device was returned for evaluation. Based on the evaluation of sample, the inner catheter was found broken and the distal end including the tip was found to be missing. Furthermore, kink was identified on the entire length of the stent sheath. Based on the available information, a definitive root cause could not be determined. The device is labeled for single use. H10: g4, h6 (device: 2976 - material deformation). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 5f051003cs vascular stent allegedly experienced detachment. This information was received from one source. One patient was involved with no reported patient injury. The female patient is 64 years old and weighs 55 kgs.